Event description:
It was reported by the sales rep that during a trial, a blade flew out of the head of the saw. There were no reports of any adverse patient or user event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event.